Manufacturer narrative:
The device was not returned for evaluation. Customer discarded.

Event description:
It was reported that the coaxial fan spray tip fell apart after being used in a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.

Event description:
It was reported that the coaxial fan spray tip fell apart after being used in a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.